Event description:
It was reported that the patient¿s ¿machine would not connect.¿ the patient was unable to make an adjustment with or without the antenna attached. This had been happening for the last two weeks. The patient reportedly gained some weight and was pushing down as hard as she could. The patient also had other people hold it and it still did not work. The patient was sent a replacement programmer and was still unable to connect.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v658629, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# unknown, product type programmer, patient. (B)(4).